Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results showed that the tx60g device arrived in good visual condition and with a reload present. The reload was received void of staples and damaged on the right side, although no conclusion could be reached on what caused the damage to the reload. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at finished goods quality assurance. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch records review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, after firing, the surgeon found the pin of the device would not close properly and the staples did not form well. It was not reported how the procedure was completed. There were no adverse consequences for the pt.